Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a procedure there was weak suction. The procedure was completed as planned. There was no patient involvement.

Manufacturer narrative:
The system and phaco handpiece were examined and the reported event was not replicated. The system and handpiece were tested and found to function as expected. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system and phaco handpiece were found to function as expected. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).